Event description:
The pt was a male. The target lesion was at the distal end of the mid right coronary artery (rca). There was a cypher implanted at the proximal rca. The detail of the initially implanted cypher was unk. The vessel was de novo, but not calcified or tortuous. There was 95% stenosis. A 2.5 x 23 mm cypher was delivered to the target lesion. While positioning the cypher, the stent became caught with the initially implanted cypher at the proximal rca and became stuck. Two wires were used to remove the cypher and it was able to be removed. The physician checked the stent outside of the body and found the stent to be flared at the proximal end. A different cypher (same size) was implanted instead and the procedure was finished. There was no reported pt injury.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. The product has been returned for analysis. Add'l info will be submitted within thirty days upon receipt.